Event description:
Per the clinic, the patient developed an infection at the abutment site and was prescribed cipro (dosage and duration) on (B)(6) 2013. As of (B)(6) 2013, the site was improving with no indication of ongoing infection. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.